Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. Diagnostic/functional testing was performed, and the results show that the problem was caused by the speaker not being fixed in place. The issue was resolved by unplugging and reinserting/realigning the speaker plug again. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.